Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while trying to review ecgs, the rep would get an 'invalid data' message. It was felt that the errors were due to the fact that the patient was undergoing radiation therapy. The rep tested the device, and cleared the data. The device remains in use. No patient complications have been reported as a result of this event.